Event description:
Kimberly-clark received a report from the (B)(6) stating, ¿a pregnant (B)(6) year old female patient had a mic-301 fitted on (B)(6) 2103. Due to the device leaking, the device was removed on (B)(6) 2013. During surgery, the patient developed peritonitis and had to have her small bowel removed. The patient miscarried and is now on home parental nutrition.¿ kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device referenced in this reported event was the mic jejunostomy feeding tube (product code #0301). No lot number was provided, and the device was not returned so review of the device history record could not be performed. The report did not provide details regarding the location of the leak, and additional details were requested from the clinical site in the UK but have not yet been provided. Proper placement of this tube requires that it is secured surgically at its distal end into the jejunum using a whitzel tunnel. With proper placement, removal can be achieved without surgical intervention. According to the report, the tube was in use for greater than 5 months. The instructions for use state that the tube may wear out after extended use. If additional pertinent information becomes available, a follow-up report will be submitted. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.¿ device not returned to kimberly-clark by customer.